Event description:
Device issue: device implanted past expiration date. Symptoms/ae: none. It was reported that the device was used in 2007. Review of the device history record for this lot indicated that the device was used after the labeled expiration date. There were no indications or reports of any adverse patient effects.

Manufacturer narrative:
Evaluation summary: review of the device history record for this lot indicated that the device was used after expiration date.